Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported from the literature, a study aimed to compare three platforms ce-marked for robotic-assisted radical prostatectomies (rarp) head-to-head. From march 2023, 150 patients with organ-confined prostate cancer underwent rarp procedures with 50 patients undergoing rarp with the hugo robotic-assisted surgery (ras) system. Of these patients, there were 5 with serious procedural injuries that could possibly be device related including two pulmonary embolisms originating from thrombosis of the left deep femoral and common femoral veins, one pulmonary embolism with intensive care unit admission, an abdominal hemorrhage, and peritoneal effusion.